Event description:
It was reported that "white particles / lubricant" in "big quantities" were found in the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "not possible to use in our production due to a white particles / lubricant/ in syringes. These particles are in a big quantities and also different positions and our customers refuse to use these syringes."

Manufacturer narrative:
Investigation: ten physical samples were received for evaluation by our quality engineer team. Through examination of the returned samples, white particles were observed within the syringe. It was concluded that the particles were composed of the lubricant from the syringe barrel. The lubricant is included in the plastic formulation and is inherent to the design and function of the two piece syringes. A device history record review for lot number 9170677 was performed and the review did not reveal any signs of non-conformance during the production process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "white particles / lubricant" in "big quantities" were found in the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "not possible to use in our production due to a white particles / lubricant/ in syringes. These particles are in a big quantities and also different positions and our customers refuse to use these syringes."